Event description:
It was reported that there may be an atrial lead insulation issue. The clinician noted that there was decreased impedance and low sensing. The patient complained of "electrical shocks" in the pocket and "itching". Follow-up revealed that the patient continued to experience "tingling and shocks". The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there may be an atrial lead insulation issue. The clinician noted that there was a decrease impedance and low sensing. The patient complained of "electrical shocks" in the pocket and "itching". Follow-up was attempted but no further information was obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.